Manufacturer narrative:
Additional narrative:synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the pin on the cage and gear wheels were damaged. Placeholder.

Event description:
Device was returned for repair for an unknown reason. During service, technician found that the device was seizing and overheating. This is report 1 of 1 for complaint #(B)(4)